Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after implantation of intraocular lens, the patient had slight myopia which was measurable. It was reported that patient was possible to see well and sharply with the vivity in good light conditions, but as soon as it is darker, even when walking through a tree shadow in the park during the day, "almost nothing" can be seen anymore. The patient also had burning and sensitivity to light. The sensitivity to light was due to still irritated mucous membranes and dry eyes. It was additionally reported that when patient was driving through a tunnel he sees totally bad and sees rings around the lights.